Event description:
Customer reported burning smell from the instrument.

Manufacturer narrative:
A burning smell was reported from the instrument. Field service engineer (fse) found ssmb pcb slot no 8, 9 and the backplane pcb burned out. Fse replaced the necessary pcbs, calibrated and tested controls for iq and ichem units and all passed. Customer ran 30 abnormal samples without any issues. No injuries, any visible flames, or smoke emission were reported and the fire department was not called.